Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Event description:
During connecting of the patient, there was found damage of the catheter in the venous part. Catheter was unusable, immediate replacement was necessary.